Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 2/28/2012 and the one (1) year warranty period has expired. As the device is at its end of life the customer elected to purchase a new video baton. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when connected to a monitor it shows green lines and the image would flicker. Reportedly a backup glidescope system was used to complete the procedure, however, the length of the delay in the procedure was not reported. No harm to patient or user was reported.